Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and urethral erosion. The patient underwent a surgical procedure, during which the device was removed, and a urethral reconstruction was performed. Some time later, a new aus was implanted. No device issues and no additional patient complications were reported.